Event description:
A report was received that following a lead and pocket revision procedure, the patient complained of charging difficulty. After the ipg database was analyzed, it was confimed that the battery was prematurely depleting. The ipg will be replaced at a later date.